Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to oversensing with pacing inhibition. It was noted that the lead issue was observed during a routine device changeout procedure. A new ra lead was implanted and remains in service. No additional adverse patient effects were reported.